Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure. All invalid contacts were found on one of the leads after it was placed. Troubleshooting to provide resolution was unsuccessful. As a result, the lead was removed and replaced. The replacement lead resolved the patient's issue.